Manufacturer narrative:
Additional information: visual and dimensional analysis was conducted. Visual inspection revealed a slight gouging on the flex tip and crimp balloon separation proximal to the inflation balloon to crimp balloon (I/c) bond. No other abnormalities were observed. Dimensional analysis of the crimp balloon double wall thickness was performed and was found to meet specification. No applicable functional testing could be performed due to the condition of the returned device (balloon separation). During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. These inspections stated above support that it is unlikely a manufacturing related issue was the source of the complaint. The complaint for torn balloon was confirmed. Dimensional inspection, review of DHR, lot history, and complaint history did not reveal any confirmed manufacturing non-conformities/issues in the returned sample. Per report, access was challenging with the patient anatomy due to previous operations. Therefore device access was changed to the vena jugulars approach. The conditions encountered in this access is unknown as no information was provided, however, prior complaints with the similar failure mode indicate the balloon tear can be attributed to performing valve alignment in a non-straight section of the anatomy. Of note, performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under these conditions, a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Thus, patient factors and/or procedural factors such as techniques employed during delivery system navigation, valve alignment, or fine adjustment may have contributed to non-coaxial placement of the valve in relation to the flex tip during the complaint event, which may have resulted in the observed balloon separation. However, at this time there is not enough information for engineering to conclusively determine the root cause of the event (patient information/imagery was not available for review). No manufacturing or labeling/IFU inadequacies were identified. Review of complaint history reveal that the occurrence rate does not exceed the april 2016 control limits for this failure mode. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed bunching on the distal end of the balloon and I/c bond separation. Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a pulmonic transcatheter heart valve replacement procedure through the ¿vena jugularis¿, valve alignment was difficult. The valve was positioned in place, but the balloon would not inflate. The atrion inflation syringe emptied, however, contrast liquid was seen leaking out of the balloon. The whole system was removed and a new sheath, delivery system and valve were prepared. Valve alignment with the new delivery system went without issues, however, the physician had difficulty positioning the valve in the pulmonic position. Then the same issue where the balloon would not inflate and contrast was seen leaking out at the balloon. The entire system was removed again. On the third attempt, the valve was successfully implanted. Note: this event pertains to the second delivery system balloon burst.